Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx5010swc was removed on (B)(6) 2019 due to failure to osseointegrate 5 months and 10 days after implantation. The patient has history of cancer. The doctor noted local infection during explantation. The patient has recovered without complications.